Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: material/design error; manufacturing/assembly error (inadequate cleaning during manufacture); severe shipping conditions; corrosion of handpiece over time. And with reprocessing; use error.

Event description:
It was reported that a suspected shaver fragment was left in the patient body. Recently discovered by revisit surgery in (B)(6). Customer has the specimen and need us to check if it is from stryker shaver. Additional information: customer is further suspecting on the rf probe used, black coating was found falling off. There are 3 cases have done on this patient. First & second case is in 2012 & 2013 for knee arthroscopy in the same hospital(used 375-534-000, 375-544-000 & 279-351-100 only, the material of others instrument is stainless steel), the third case is in 2015 in another hospital, surgeon found below fragment when they open the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a suspected shaver fragment was left in the patient body. Recently discovered by revisit surgery in qmh. Customer has the specimen and need us to check if it is from stryker shaver. Additional information: customer is further suspecting on the rf probe used, black coating was found falling off. There are 3 cases have done on this patient. First & second case is in 2012 & 2013 for knee arthroscopy in the same hospital((B)(4) only, the material of others instrument is stainless steel), the third case is in 2015 in another hospital, surgeon found below fragment when they open the joint.